Manufacturer narrative:
Date of event changed from: 12/17/2018 to: 11/30/2018. Complaint # (B)(4), record # 192696.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted for coronary perfusion for patient transport to a different facility for bypass surgery. After insertion there was an autofill failure generated and troubleshooting techniques, performed by the customer, were unsuccessful. A new smaller iab was inserted which worked successfully. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted for coronary perfusion for patient transport to a different facility for bypass surgery. After insertion there was an autofill failure generated and troubleshooting techniques, performed by the customer, were unsuccessful. A new smaller iab was inserted which worked successfully. There was no reported injury to the patient.